Event description:
It was reported that prior to use a physician performed a test flush of the irrigation catheter and did not get full irrigation of all holes. The catheter was tested again with similar results. The physician chose to utilize the catheter during the procedure with no adverse events. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Visual summary analysis of the catheter indicated damage during use.